Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The hub, tip, collar, hypotube and distal shaft were microscopically inspected. Microscopic examination revealed a partial separation at the collar with the device becoming fully separated during analysis. Further inspection revealed tip damage with distal shaft damage 6mm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. Device was received with no reported issues. However, device analysis revealed a partial separation at the collar.